Event description:
Per the audiologist, the patient reported poor performance and lack of benefit from the auditory brainstem implant system. The patient's device was explanted 2008 and a new device was reimplanted during the same surgery.